Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states when the chair is in drive or reverse it jerks. Consumer believes it could be from urine hitting the motors. MDR filed.